Event description:
Pt reported after injection with 3 syringes juvederm in the marionette lines and chin, the injection sites "swelled up and felt itchy" and a rash developed. Additionally, there was "swelling like bags of water under [the] eyes in the tear trough". The evening after the injection pt noted "muscle ache in the area around [the] mouth and chin and a fever". At this time, the rash is "all over [the] face". Pt was prescribed prednisone and zyrtec.

Manufacturer narrative:
(B)(4). Pt did not permit follow up with the injecting and/or treating healthcare professional; info such as the lot number is not available. Device labeling: adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection.